Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the patient feeling the stimulation, even when it was turned off, was not determined. As an action, the patient was scheduled for a lead revision on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Allegations regarding this ins are to be submitted in a separate regulatory report: concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported patient had both batteries replaced in (B)(6) 2019 and was getting reprogramming done to address urgency/dripping. Patient has tried different programs, including program b that wasn't working very well. The patient states that he tried another program that worked better, however, this program stopped working well for him during the night yesterday. The patient states that he is trying to turn the intensity for the stimulation down, but when he tried to decrease stimulation, nothing would change. The patient states he turned the ins off, but he is still feeling stimulation. The patient inquired why he would be feeling stimulation. During the call it was confirmed the ins was off, on program 3. Ps (patient services) had the patient turn the ins on and the patient reported that the stimulation was at 0.1 v. The patient noted that stimulation is the same for him when he has it between 0.1v-4.0v. Ps instructed the patient to decrease stimulation down, and they confirmed the ins was turned off once more. It was recommended that the patient give his body some time with the ins turned off to see if t he feeling of stimulation goes away, the patient said he would try. The patient stated that he has noticed all these issues since he got the batteries changed on (B)(6) 2019, and he has been working with the manufacturer¿s rep since a day after the surgery. The patient states that he will be following up with the rep on (B)(6) 2019 but will try to schedule an appointment sooner. On 2019-oct-08 the patient called in again: and repeated information which was documented in the initial call. Patient said that since the call he has spoken to the rep and was told that she was going would consult with the physician and then follow-up with the patient. Patient wanted to discuss the situation. Ps did consult with ts (technical services) and explained to the patient that with stimulation off and set to zero there is no energy from the system. Ps also reviewed the possibility that one of the components could have moved and was irritating a nerve and explained that hcp would need to consider and order imaging to confirm. Ps sent email to rep and patient reiterated with the patient that the next step is to see physician and the rep for device check. An email was sent to the rep, and rep responded that they also spoke with ts his morning and ts told rep to reach out to office medical affairs. The rep will be at the office today and will have them follow up with patient to schedule an appointment to be seen. Later on 2019-oct-08 the rep reported that they were notified that patient feels uncomfortable stimulation after device is turned off on (B)(6) 2019, and indicated patient was scheduled with doctor on (B)(6) 2019. No further complications were reported or are anticipated.